Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("chronic pelvic pain") and abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia ("abundant menstrual bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion hospitalization) and allergy to metals ("positive result for nickel sulphate in epicutaneous contact standard of bial-aristegui"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals and menorrhagia with essure. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on an unknown date: positive result for nickel sulphate. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-aug-2018. The most recent information was received on 28-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("presented abdominal pain, was diagnosed with chronic pelvic pain in context with device") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included cystitis (recurrent), subclinical hypothyroidism (without treatment), tenosynovitis and anxiety disorder (without treatment). In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and menorrhagia ("abundant menstrual bleeding"). On an unknown date, the patient experienced allergy to metals ("positive result for nickel sulphate in epicutaneous contact standard of bial-aristegui") and dyspareunia ("dyspareunia"). The patient was hospitalized from an unknown date until (B)(6) 2018. The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, allergy to metals and dyspareunia outcome was unknown. The reporter provided no causality assessment for allergy to metals, dyspareunia and menorrhagia with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: a few months after essure insertion she started with a chart of abdominal pain. In (B)(6) 2016, the patient attended a medical appointment with gynecologists due to abdominal pain and abundant menstrual bleeding (since essure insertion). She was diagnosed with chronic pelvic pain in the context with the device and laparoscopic total hysterectomy with salpingectomy was scheduled to remove the devices on (B)(6) 2016, but patient requested several delays (personal and working reasons) until (B)(6) 2018. The procedure was performed without incidences and the post procedure revealed correct results. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive result for nickel sulphate. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: physician answered to follow up request. Patient actually is 48 years old (37 years old at time of essure insertion). Concomitant diseases/history: recurrent cystitis, c-section, subclinical hypothyroidism and anxiety disorder without treatment, tenosynovitis. Essure was used for permanent contraception. Lot number is pending. Outcome of events: allergy test found nickel, development of chronic pelvic pain and abundant menstrual bleeding (all reported previously) and (new event:) dyspareunia- new: one event for abdominal pain, pelvic pain since reported "presented abdominal pain, was diagnosed with chronic pelvic pain in context with device" with start essure insertion. Hospitalization dates: total hysterectomy with bilateral salpingectomy on (B)(6) 2018 (reported previously), new: in hospital until (B)(6) 2018 (seriousness criterion for pelvic pain changed from med. Significance to hospitalization). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/pf/46785) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("presented abdominal pain, was diagnosed with chronic pelvic pain in context with device") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included cystitis (recurrent), subclinical hypothyroidism (without treatment), tenosynovitis and anxiety disorder (without treatment). In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and menorrhagia ("abundant menstrual bleeding"). On an unknown date, the patient experienced allergy to metals ("positive result for nickel sulphate in epicutaneous contact standard of bial-aristegui") and dyspareunia ("dyspareunia"). The patient was hospitalized from an unknown date until (B)(6) 2018. The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dyspareunia had not resolved, the menorrhagia had resolved and the allergy to metals outcome was unknown. The reporter considered allergy to metals, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: a few months after essure insertion she started with a chart of abdominal pain. In (B)(6) 2016, the patient attended a medical appointment with gynecologistas due to abdominal pain and abundant menstrual bleeding (since essure insertion). She was diagnosed with chronic pelvic pain in the context with the device and laparoscopic total hysterectomy with salpingectomy was scheduled to remove the devices on (B)(6) 2016, but patient requested several delays (personal and working reasons) until (B)(6) 2018. The procedure was performed without incidences and the post procedure revealed correct results. The physician commented the patient continued with the chronic pelvic pain, and with dyspareunia and referred the patient was recovered from the abundant menstrual bleeding; the events could be related with the product, however, she cannot ensure the causality completely. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive result for nickel sulphate. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-nov-2018: the physician commented the patient continued with the chronic pelvic pain and with dyspareunia, and referred the patient was recovered from the abundant menstrual bleeding; it was not possible to obtain the batch number since the insertion was performed in an external institution and there is not access to this information; the events could be related with the product, however, she cannot ensure the causality completely. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-aug-2018. The most recent information was received on 16-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("chronic pelvic pain") and abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia ("abundant menstrual bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion hospitalization) and allergy to metals ("positive result for nickel sulphate in epicutaneous contact standard of bial-aristegui"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals and menorrhagia with essure. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on an unknown date: positive result for nickel sulphate. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of ptc. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.